Manufacturer narrative:
Vyaire complaint #: (B)(4). Correction: d10, h10. Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to a failed mosfet q210 which shorted and resulted in a malfunction of the overcurrent protecton circuit. This issue was addressed with CAPA ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint number (B)(4). Vyaire medical received and evaluated the power supply assembly vela d. The vyaire service technician was able to confirm and duplicate the reported complaint. The root cause was determined to be failure of the mosfet q210 that was shorting current resulting in the malfunction of the overcurrent protection circuit.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to a failed mosfet q210 which shorted and resulted in a malfunction of the overcurrent protection circuit. CAPA (B)(4) was initiated to address the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the power board fuse was burnt when the vela ventilator was powered on. The customer advised there was no patient involvement associated with this event.